Event description:
It was reported that the device could not be interrogated via remote transmission. Unsuccessful attempts were made to interrogate the device in clinic. Device was explanted and replaced.

Manufacturer narrative:
Upon receipt, no communication could be established between the device and the programmer, due to a low battery voltage. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.